Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, the device was found to be in backup vvi. The patient presented in clinic with device in backup vvi. The backup was due to interference involving the bedside monitor. The device was reset to normal settings without any issues. The patient did not experience any adverse consequences.